Event description:
(B)(4) hermetic lumbar catheter was placed (possibly incorrectly -eg not following integra dfu) in a patient and then with some difficulty the unit was withdrawn, at which point, part of the catheter was reported to have become detached and remained within the patient. This led to a neurosurgeon being called and surgically removing it from the patient. The patient did not incur an injury as a result of this event, however, the procedure was prolonged as a result. (Length of delay unknown).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.